Manufacturer narrative:
Results - eval of the returned alarm confirmed the reported issue. The nurse call receptacle does not have a secure fit when the nurse call cable is inserted into the receptacle and when the cable is wiggled the nurse call light toggles on and off. The nurse call receptacle's housing is damaged and the internal mechanism inside the receptacle is no longer intact. There are cracks on the dust covers outside of the battery compartment. There are scuff marks and a cut on the front and back enclosures. The warning label is peeled off. The physical condition of the alarm indicates droppage of the device which could possibly contribute to the damage of the nurse call receptacle. (B)(4).

Event description:
Customer reported when the nurse call cable is connected to the nurse call outlet, the cable does not have a tight fit. Customer was unable to provide any further info or the date when issue was discovered. Customer reported there was no pt incident or injury when this was discovered.